Event description:
It was reported the sensor was reading blood glucose of 120 mg/dl and blood glucose was actually 49 mg/dl. Paramedics were called. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.